Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 332163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("strong abdominal pains") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems, type: cause nerve pain"), hypoaesthesia ("numbness of leg") and paraesthesia ("tingling of leg"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), pain in extremity ("legs pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal pain, alopecia and pain in extremity had resolved and the menstruation irregular, abdominal pain lower, abdominal distension, dyspareunia, genital haemorrhage, bacterial infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, neuralgia, hypoaesthesia, paraesthesia, dysmenorrhoea, vaginal discharge, fatigue and uterine cervical pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, paraesthesia, pelvic pain, rash, tooth disorder, uterine cervical pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (general), infection (bladder/urinary tract/vaginal) type: bacterial, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, migraines, headaches, nausea, dental problems, neurological conditions or problems, type: cause nerve pain, numbness of leg, tingling of leg, dysmenorrhea (cramping), vaginal discharge, fatigue, strong abdominal pains, legs pain, cervix pain, the patient did not undergo essure confirmation test", lot number, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 332163-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("strong abdominal pains") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced neuralgia ("neurological conditions or problems, type: cause nerve pain"), hypoaesthesia ("numbness of leg") and paraesthesia ("tingling of leg"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), pain in extremity ("legs pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal pain, alopecia and pain in extremity had resolved and the menstruation irregular, abdominal pain lower, abdominal distension, dyspareunia, genital haemorrhage, bacterial infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, neuralgia, hypoaesthesia, paraesthesia, dysmenorrhoea, vaginal discharge, fatigue and uterine cervical pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menstruation irregular, migraine, nausea, neuralgia, pain in extremity, paraesthesia, pelvic pain, rash, tooth disorder, uterine cervical pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she later had surgery to remove the essure inplant.). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.